Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 08 apr 2024, it was reported that the patient encountered infusion set fell off during use which led to low blood glucose level of 8.2 mmol/l. The infusion set used for little more than 24 hours later. Patient replaced infusion set and resumed insulin successfully. No further information available.